Manufacturer narrative:
Asae / major bleed: the root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A seventy-six-year-old male patient was scheduled for coronary artery bypass grafting (CABG) plus aortic root replacement with impella 5.5 support. Post operatively, the chest was kept open, and the patient was sent to the intensive care unit (ICU). The patient received blood products and factors for bleeding. Systemic anticoagulation was held. The patient returned to the operating room (or) and had his chest closed successfully with the impella discontinued at that time. Cannot attribute bleeding to the pump as the patient had undergone CABG with full heparinization and bypass.

Manufacturer narrative:
This MDR is submitted to correct information previously reported on initial report of manufacturer report number 1220648-2026-02968. Corrected information has been provided in d1 (brand name), d4 (catalog/serial/primary UDI number) and h6 (health effect - impact code).